Event description:
During a baxter evaluation, it was found that a pump had a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The alarm could not be reproduce during further testing, however the downstream sensor current reading with a fluid filled set loaded is out of specification. It was also found that the downstream pressure plate gap was out of specification. These are known contributors to false downstream occlusion alarms. The device has been re calibrated to correct this issue.